Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict an infection or failure to heal. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. This failure does not indicate a defect in the product. Properly treated infections represent a minimal risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 5/18/2017 that 2 sign step screws implanted to repair a fracture were removed due to infection. The wound was cleaned and an oral antibiotic was given to the patient. Surgeon comment: "we removed the distal interlocking screw one screw was broken. We clean the wound and give oral antibiotics."